Event description:
It was reported that the system displayed errors and would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and formatted the cine drive and reloaded software and configuration files. The system operates as intended.